Event description:
It was reported that during a gastric bypass, when fired cutting and stapling were done but the jaws did not open. He opened the jaws manually. Same like device was used to complete the case with no consequence to the patient.

Manufacturer narrative:
(B)(4). Cartridge pan dislodged. The following information was requested, but unavailable: on what tissue type was the device used? At what location on the tissue? What color cartridge was being used? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure? The analysis results that one device was returned with no visual non-conformances and without a cartridge reload present. In addition a cartridge pan was found lodge inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted. While no conclusion could be reached as to how the pan became dislodge from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.